Manufacturer narrative:
H3: three pictures of a cadd extension set were received for evaluation. A leak was found between the filter and the tube. One cadd extension set from part number 21-7106-24 and lot number 4042835 was received in used condition without its original packaging. The sample was leak tested using a syringe with colored water. During the test, no leaks were found. Based on the analysis conducted with the returned sample, the reported issue was able to be confirmed. The most probable cause of the issue is a lack of solvent (delamination was out of specification). The cause of the issue was traced to manufacturing.

Event description:
Information was received indicating that while in use of a smiths medical cadd extension set, the customer found leakage of medical fluid from the filter. No patient consequences were reported. No adverse effects were reported.